Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited undersensing and incorrect pacing during the atrial fibrillation episodes. This prevented an appropriate mode switch from occurring. The lead remains in use. No patient complications have been reported as a result of this event.